Event description:
Rptr was in the hosp 3/1 to 4/20/94 with a catheter in his penis. When the nurses brought him red liquid medicine, he asked what it was and was told tylenol, for pain. He said he did not have any pain. He thinks he was given a tablet each day. He does not know if there was any change with the catheter. The catheter was a continuing problem. It had to be changed every three weeks. The catheter was removed 10/6 and rptr is still working to regain control.